Manufacturer narrative:
(B)(4). A hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in position "2". Visual examination of the returned device found the inner sheath kinked. The tip of the device showed evidence of electrocautery. Functional examination was performed to inspect the catheter lock for functionality; the catheter was moved without problems and no resistance was felt. No other issues with the delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. The reported event of stent failure to expand could not be confirmed; the stent was not returned. The reported event that the handle was rotated could not also be confirmed; the catheter was moved without problems and there was no evidence of rotational damage. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the jejunum. The IFU states "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event stent failure to expand as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that a hot axios stent was implanted transgastric to jejunum to treat gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the stent could not open smoothly. The stent remains implanted and another axios stent was placed to complete the procedure. There were no patient complications reported due to this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the axios stent was implanted to treat a goo during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat a goo or for placement transgastric to the jejunum.

Manufacturer narrative:
Blocks b5, h6 (impact codes) and h10 have been updated with the additional information received on february 06, 2022, february 08, 2022, february 14, 2022, and february 16, 2022. Block h6: medical device problem code a150101 captures the reportable event of stent failure to expand. Block h10: a hot axios delivery system was received for analysis; the stent was not returned. The delivery system was received in position "2". Visual examination of the returned device found the inner sheath kinked. The tip of the device showed evidence of electrocautery. Functional examination was performed to inspect the catheter lock for functionality; the catheter was moved without problems and no resistance was felt. No other issues with the delivery system were noted. The investigation concluded that the observed failure of inner sheath kinked was likely due to factors encountered during the procedure. There was no evidence that the handle was rotated; the catheter was moved without resistance during functional evaluation and there was no evidence of rotational damage. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use) / product label. The complainant reported that the device was intended to be placed transgastric to the jejunum. The IFU states "the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture." The device is not indicated for placement transgastric to the jejunum. Furthermore, it was reported that the handle was rotated as the device was luer locked to the scope. The IFU states, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." The reported event of stent difficult to deploy could not be confirmed; the event occurred during the procedure and could not be visually/functionally verified. Taking all available information into consideration, the investigation concluded that there is not enough information to confirm the reported event stent difficult to deploy as the stent was not returned. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation on january 05, 2022 that a hot axios stent was implanted transgastric to jejunum to treat gastric outlet obstruction (goo) during an endoscopic ultrasound (eus) gastrojejunostomy procedure performed on (B)(6) 2022. During the procedure, the stent could not open smoothly. The stent remains implanted and another axios stent was placed to complete the procedure. There were no patient complications reported due to this event. Note: it was reported that the handle was rotated as the device was luer locked to the scope. The hot axios stent and delivery system directions for use state, "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." It was reported that the axios stent was implanted to treat goo during a gastrojejunostomy procedure. However, per the hot axios stent and electrocautery- enhanced delivery system directions for use, the stent is indicated for use to facilitate transgastric or transduodenal endoscopic drainage of pancreatic pseudocyst or a walled-off necrosis with >= 70% fluid content, gallbladder in patients with acute cholecystitis who are at high risk or unsuitable for surgery and bile duct after failed ercp in patients with biliary obstruction due to a malignant stricture. The device is not indicated to treat goo or for placement transgastric to the jejunum. Additional information received on february 06, 2022, february 08, 2022, february 14, 2022, and february 16, 2022. It was reported that the stent was difficult to deploy. The stent was able to fully expand. The original stent eventually successfully deployed and no additional stent was implanted to complete the procedure.